Event description:
Pt was being lifted from the floor with the totallift -epl. The strap got caught under the leg of the equipment. The pt experienced some respiratory distress while in the lift. The emergency release down button failed to work. Staff had to remove the sling to get pt out of lift. The pt then experienced a respiratory and cardiac arrest. Resuscitation was successful at that time. Initial checking of the equipment could not duplicate the failure. In late 2008, our biomed dept performed a second test on the equipment and at that time the emergency release down button did not function. Dates of use: 2006 - 2008. Diagnosis or reason for use: pt lift.